Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Maestro 400 and metriq pump were in use. Flow rate was 2cc/min at low and 30cc/min at high. It was noticed that the irrigation port was broken. Fluid was leaking from the end of handle. No error message displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported event was confirmed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Maestro 400 and metriq pump were in use. Flow rate was 2cc/min at low and 30cc/min at high. It was noticed that the irrigation port was broken. Fluid was leaking from the end of handle. No error message displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. The catheter has been reutned for analysis.